Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan USA, alleging that his onetouch verio iq meter did not turn on. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient stated that the alleged product issue began on (B)(6) 2015 at 2:00am. The patient manages his diabetes with a combination of diabetes medications. The patient stated that he took his usual dose of homologue and insulin medications (including sliding scale) on (B)(6) 2015 at 11:00am and 12:00pm in response to the alleged product issue. The patient claimed to have developed the symptoms of "almost had a seizure, unable to function" prior to the alleged product issue (patient did not recall date/time of onset of symptoms). The patient stated that he went to ER and received hcp treatment of glucose tablets/gel on (B)(6) 2015 (time not provided). The patient stated that his blood glucose was tested using an ems/hospital device on (B)(6) 2015 (time not provided) but the results obtained was not provided. At the time of troubleshooting, the csr noted that the patient did not notice a battery symbol on the subject meter display prior to the alleged product issue, the subject meter was not being used for the first time, the meter did turn on when the power button was pressed, the meter did turn on when the subject test strip was inserted, there was no indication of product misuse and the correct test strips were being used. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the patient received hcp treatment for symptoms suggestive of a severe low blood glucose excursion after the alleged product issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.